Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased low tacrolimus results is unknown. The reagent issue is under investigation by siemens healthcare diagnostics inc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Biased low results were obtained on tacrolimus (tacr) patient samples. The patient results were reported to the physician prior to recognition of the bias. The samples was re-run in a lot crossover study versus a prior lot of reagent and higher results were obtained. The samples were re-run on an alternate instrument system (different methodology) and corrected results were reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the biased low tacrolimus results.

Manufacturer narrative:
Siemens filed the original MDR (B)(4) 2013. Siemens healthcare diagnostics inc. Issued an urgent medical device recall on 01-15-2013. The recall letter confirmed the complaint of low qc and patient sample recoveries with the dimension tacr flex reagent cartridge lot fa3316. The recall letter instructed customers to immediately discard any remaining reagent inventory of lot fa3316.